Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ddbb1d1 implantable cardioverter defibrillator, (B)(6) 2013; 5568-53 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was also reported that there was no observation for right ventricular (rv) lead impedance not taken.

Event description:
It was reported that the patient was seen due to the device alerting. The atrial lead had high threshold and was found to have micro -dislodged. The lead was repositioned and remains in use. The right ventricular (rv) lead also had high threshold, and small r-waves. That lead was found to have fully dislodged. The rv lead was also repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one ventricular fibrillation episode of less than 220 millisecond ventricular-ventricular cycle recorded on (B)(6) 2013. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. The ventricular pace and defibrillation impedances are undefined beginning (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.